Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. After deployment of the aortic component, a proximal malposition occurred. It was reported that the aortic component was placed approximately 5mm proximally than intended, resulting in narrowing of the portal. The side branch component was then deployed. During withdrawal of the delivery catheter, the proximal catheter (the stent graft mount portion) was detached from the shaft. The delivery catheter was removed first, and the detached proximal catheter was then advanced distally using an angiographic catheter introduced from the left brachial approach and retrieved through a sheath. Balloon molding of the side branch component was performed, and the procedure was completed. Physician¿s comment: during removal of the delivery catheter, the proximal tip caught at a narrowed segment near the origin of the left subclavian artery; however, no forceful traction was applied. No resistance was noted during the subsequent withdrawal maneuver.